Event description:
I am on a dexcom g7 glucose sensor and it is not catching rises or drops to the point that it isn't alerting me to serious drops and rises. Wildly inaccurate readings leading to lapse in insulin delivery.